Event description:
It was reported that the patient¿s device was not working.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# l66872, implanted: (B)(6) 1999, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).